Manufacturer narrative:
H2, h3, h6: vendor analysis was completed on the returned camera. It was found that the log file indicated a history of the fault "low illuminator current." It was noted that the occurrence of this fault was a result of a known minor bug in the firmware revision of this camera where the illuminator current was sometimes monitored incorrectly. Previously reported codes b01 and d02 are applicable, as is code c13. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. H3: analysis found on  camera (B)(6) vega base s8 svc- analysis determined check of the event log showed intermittent firmware inco mpatibility dating back to (B)(6)2019. There was also intermittent low illuminator current from (B)(6) 2021. The psu failed an accuracy test (aak) at .61 mm with a passing threshold of .25 mm, illuminator current out of range. B01, c07, d02 applicable codes. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 , sn/lot (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure. The manufacturer representative (rep) replaced the kit svc o2 bi71000568 gantry gpio navigation system on the imaging system but this did not resolve the issue. Both trackers was still flickering the tracking view. The manufacturer representative (rep) suspects the navigation system's camera is the issue. There was no patient present. The rep was onsite when the issue occurred and saw that all instruments and devices other than the imaging system was working fine. Both the left and right side nav trackers upper right hand active sensor was flickering on and off when they were trying to take the spin.